Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep with cassette". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. There was no evidence of the reported issue in the event history log. The device was started in application, there were no problems found with double beeping. However, the downstream sensor will be replaced as a preventive measure. There was no problem found with the returned pump.